Event description:
It was reported that the device would not grab the wire during routine maintenance. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for eval. Based on the investigation details, there was debris built up in the collet slots.